Manufacturer narrative:
Device not returned.this event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information and the operative report was received. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
It was reported that the patient has expired. On (B) (6) 2010 (through follow-up with the health-care provider), the operative report was received. Through the op report, it was learned that the patient expired due to cardiac arrest. Per the operative report of (B) (6) 2010, "the patient was transported from the operating theater to the cardiac ICU at all (B) (6) hospital in critical condition on massive inotropic support. Upon arrival to the ICU, the patient's hemodynamics immediately deteriorated and she became bradycardic and sustained a cardiac arrest which did not respond to resuscitative efforts. I elected to open the chest to rule out cardiac tamponade and I did open the chest emergently in the ICU, and there was no evidence of tamponade, with minimal fluid in the mediastium and pleural spaces. The heart had essentially ceased functioning and could not be resuscitated and, unfortunately, the patient did no survive. We regret that we were unable to help this child further."